Event description:
The report stated that the device was being used for lavh procedure when the re-grasp alert went off. The jaws were sticking and became stuck to the tissue. The surgeon pulled the devices off the tissue. Another device was opened and used to complete the procedure. The site reported there was some oozing bleeding.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is recd or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.